Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings:investigation revealed a dim and discolored display screen. A new test screen was inserted and the display screen illuminated to normal contrast.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim, faded, and difficult to read. It was reported that this issue occurred gradually over several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.